Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing patient side occlusion failures while performing preventative maintenance. Customer asked for assistance performing the pm. Conducted the following: remoted into customers computer to provide enhanced assistance. Informed customer a user manual performing the pm is installed on their computer. After walking customer through the pm, it was determined they were performing the fluid side occlusion test incorrectly. They were causing an occlusion on the patient side. After having the customer correctly cause a fluid side occlusion, the test passed. Assisted the customer in performing the rest of the pm. Unit successfully passed!! Ended call.